Event description:
During sij fusion procedure, a cutting element broke off during decortication of the joint. The patient's joint was reported to be sclerotic with many obstructions. The piece could not be retrieved and was left within the joint.